Event description:
The facility representative reported that the pump's batteries are not charging. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22, 2007. Evaluation summary:the customer reported issue was confirmed during service. Inspection of the device found that the main batteries were depleted and potentially damaged. The main batteries were replaced during service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.